Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders are no longer filling when the device is pumped. The physician confirmed the prosthesis is no longer working properly. A revision surgery has not been scheduled.